Manufacturer narrative:
This report is submitted on february 02, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the patient's surgeon, the patient experienced a post-operative infection and subsequently was placed on IV antibiotics (date not reported). The patient will continue to be clinically managed.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2018. It is unknown if the patient was reimplanted with another device as of the date of this report.